Manufacturer narrative:
The reported event, continues to run, was confirmed. During the inspection corrosion was found on the trigger. Upon disassembly the tech determined that the trigger assembly failed and required replacement. Possible root causes of this failure include corrosion, which was identified in this case.

Event description:
It was reported that the system 7 dual trigger rotary continued to run and would not turn off during testing or set up at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the system 7 dual trigger rotary continued to run and would not turn off during testing or set up at the user facility. There was no patient involvement and no adverse consequences associated with the device.